Manufacturer narrative:
The device was sent in for the lvp bezel post recall and during the recall process, multiple issues with the returned device were identified that required attention. This reported event and subsequent repairs were investigated through the service repair process. It should be noted that the returned pump module was received with a 3rd party manufactured bezel. The lvp bezel post recall and subsequent repairs were performed by service during the service recall process. Service determined that the proximate cause of the bezel recall was identified however the bezel was found to be 3rd party manufactured. The bezel was replaced and the customer was charged. The proximate cause for the bezel replacement was found to be the result of 3rd party manufactured part. The proximate cause for the rear case replacement is the result of customer damage. The proximate cause for the door latch assembly is the result of 3rd party manufactured part. The proximate cause of the male and female iui replacement was the result of contamination due to maintenance issues. The proximate cause for the replaced u4 seven segment led on display board assembly is the result of a missing segment.

Event description:
The device was found to have damaged components.

Manufacturer narrative:
H10: the device was sent in for the lvp bezel post recall and during the recall process, multiple issues with the returned device were identified that required attention. It should be noted that the returned pump module was received with a 3rd party manufactured bezel. This reported event and subsequent repairs were investigated through the service repair process. Service determined that the proximate cause of the bezel recall was identified however the bezel was found to be 3rd party manufactured. The bezel was replaced. The lvp bezel post recall and subsequent repairs were performed by service during the service recall process. There was no reported patient involvement. The device is used for therapeutic purposes.

Event description:
The device was found to have damaged components.

Manufacturer narrative:
H10:the device was sent in for the lvp bezel post recall and during the recall process, multiple issues with the returned device were identified that required attention. It should be noted that the returned pump module was received with a 3rd party manufactured bezel. This reported event and subsequent repairs were investigated through the service repair process. Service determined that the proximate cause of the bezel recall was identified however the bezel was found to be 3rd party manufactured. The bezel was replaced. The lvp bezel post recall and subsequent repairs were performed by service during the service recall process. There was no reported patient involvement. The device is used for therapuetic purposes.

Manufacturer narrative:
(B)(4).

Event description:
The device was found to have damaged components.